Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and it was identified customer had used cold insulin when changing pump supplies. Technical support instructed customer to fill cartridge with room temperature insulin per the user guide. Upon follow up, customer used room temperature insulin and changed pump supplies, and was able to successfully resume insulin delivery. Customer's blood glucose was 168 mg/dl at time of event.